Event description:
It was reported that now flow occurred before use with a bd prn adapter 0.1ml. The following information was provided by the initial reporter, "after connecting the connector, the nurse found that no fluid was removed."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that now flow occurred before use with a bd prn adapter 0.1ml. The following information was provided by the initial reporter, "after connecting the connector, the nurse found that no fluid was removed."